Manufacturer narrative:
Additional information has been received that the broken part has been removed from the patient's mouth without further medical or surgical treatment. No injury. This is a follow up report for this additional information. The investigation results for this complaint are returned protaper h-u finishing file f2 25mm is broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1761303). Root causes are not identified. We will track this kind of event and monitor the trend. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 3165 health effect - impact code - 4648 the correct codes for this complaint are: health effect - clinical code - 4582 health effect - impact code - 2199 this is a follow up report to correct this code.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a protaper h-u 25mm/f2 not ce file broke during use. The broken part has not been retrieved and has been referred to specialist for further treatment. The outcome of this event is unknown as of this MDR. Further information requested.